Event description:
It was reported that the patient presented with an infection, pocket erosion and skin of the device pocket appearing red and experiencing discharge. The implantable cardioverter defibrillator (ICD) was found to be partially eroded through the patient's skin post device exchange procedure. The patient's ICD, right ventricular lead, left ventricular lead, and atrial lead were explanted due to the infection. The patient was in stable condition.

Manufacturer narrative:
The device was returned and interrogation of the device revealed it was above eri when received. The device communicated appropriately and revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.